Event description:
It was reported that the patient's left knee was revised due to the patella dislocating. The surgeon replaced all components. The surgeon did not comment intraoperatively.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.